Manufacturer narrative:
This report is submitted on may 4, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site, and was treated with intravenous antibiotics (date and duration not reported). The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.